Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use at the time of event. The wireless connection with the base station was re-established after replacing the wireless footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022) field safety corrective action (2021-igt-bst-020). The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the wireless footswitch was not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.